Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. This report was mailed to FDA on: 09/16/2014. The manufacturer (B)(4).

Event description:
A customer reported the equipment's footswitch stopped working and locked during a cataract with intraocular lens implant procedure. The footswitch resumed working and the procedure was completed with the same equipment and accessory. There was no impact.